Event description:
Per civil action complaint, and summons received from customer's attorney, customer "suffered serious and permanent personal injuries, when she applied the product to her chest." "...plaintiff suffered a severe chemical burn to her chest, scarring to her chest, a shock to her nerves and nervous system, depression, pain and suffering, and the loss of life's pleasures."

Manufacturer narrative:
As no samples were provided to date, the exact cause of the difficulties encountered cannot be determined. In addition, no lot number was reported, so the device history report could not be reviewed. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. Although great effort is taken to ensure that all units function as designed, at times one may fail to meet performance expectations for a certain reason. In those instances, it is vital to the investigation that the product sample be availbale for examination and testing in order to determine the root cause. Unfortunately, in this situation that is not the case. We will continue to monitor for other similar complaints and utilize the information as part of continous improvement.